Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a (B)(6) connection between transmitter and g5 mobile app issue occurred. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a (B)(6) connection between transmitter and g5 mobile app issue could not be determined. A probable cause could not be determined.